Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No x-rays were been provided to confirm the event. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." No product was returned for evaluation.

Event description:
A patient underwent posterior spinal fusion at t10-s2 levels. Post-surgery patient was experiencing pain and difficulty to walk, it was found that the rods on both sides had broken. Patient underwent a revision surgery where reline adjacent segment fixation was attached to the broken rods. The patient is reportedly doing well port surgery.